Event description:
(B)(6) daughter reported that (B)(6) was sitting in her wheelchair when she reached over to grab something, and toppled over in her wheelchair. Due to complaint of left hip pain, she was transported to the hospital where x-rays revealed a left hip fracture for which she received surgical intervention.